Event description:
It was reported that a user¿s pump appeared to stop dosing for several days per a log review request, and the user's reported blood glucose was 52 mg/dl. The user later clarified there was only one dosing stop due to running out of insulin, and the pump was factory reset after reports of low glucose attributed to maladaptation. Customer care provided support that included review of device logs contingent on data sync and consultation with the care team; the pump underwent a factory reset. Investigation of this case revealed user-reported depletion of insulin as the precipitating factor for the dosing stop and suspected algorithm maladaptation contributing to lows. No clinical symptoms associated with hypoglycemia reported. Outcomes included no hospitalization and no reported long-term impairment. It was concluded that the event was related to use conditions, including insulin depletion, with the pump functionality restored following reset. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.